Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway in engineering. The reported problem (will not power up) has been confirmed. Upon receipt the monitor was unable to power up. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was emitting a humming tone and would not power on. The patient was issued a replacement monitor.